Event description:
Per the clinic, the tip of the electrode array was found to be folded over in the cochlea and open circuits were noted on 4 electrodes. Subsequently, the patient underwent an electrode repositioning surgery under general anesthesia on (B)(6) 2025. The implanted device remains.